Manufacturer narrative:
As reported, about 2 weeks post-implant of the bard/davol ventralight st mesh using echo ps, the patient was diagnosed with seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the ae of seroma. Another MDR was submitted to represent the ae of hernia recurrence. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2014 - subject patient underwent robotic assisted incisional hernia repair procedure. A bard/davol ventralight st was implanted using echo ps and fixated with bard/davol sorbafix fixation device and sutures. The size of the hernia defect was 30cm. Full skin closure was achieved using adhesive skin closure. (B)(6) 2014 - subject patient was diagnosed with seroma which was noted at previous hernia site. No treatment was given and the seroma was not seen/mentioned at the next follow up visit on (B)(6) 2014. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is recovered/resolved.